Event description:
It was reported that in 2006 the patient underwent treatment with the polarcath device three lesions. The three target lesion were treated for restenosis post previous balloon angioplasty in the superficial femoral middle third and distal third (limb side not provided).the angiographic data was provided for only one lesion (lesion not specified) with 6mm reference vessel diameter, 50 mm length and 85%stenosis with mild tortuosity. The target lesion was characterized as having eccentric stenosis and moderate calcification. Three inflations were performed using 60 cm balloon length with 5 mm balloon diameter. Delivery was successful with residual stenosis of 15%. The patient experienced pain during the cryoplasty inflation. No other simultaneous procedures were noted. When the patient was assessed five days post procedure, the patient was noted to have progressive toe necrosis (site not specified) with re-intervention of amputation. No resolution or outcome was provided. The relationship to the device was not provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause is undeterminable.